Event description:
Balloon broke during prep on back table. Not used in the patient. Evaluation of the returned device on (B)(6), 2015 found fluid and crystalized residue in the inflation lumens. Additionally, no defects were found on the proximal balloon, however a football shaped hole was found in the distal balloon over the marker band.additiona information received notedthat the tech pre-inflated the balloon with diluted contrast, which is when the defect was observed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)